Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was informed that patient experienced pericardial effusion and femoral artery bleeding. During an atrial fibrillation ablation, a farawave 2.0 nav catheter, faradrive steerable sheath, versacross connect access solution for faradrive and starter guidewire were selected for use. Following the completion of the procedure, pericardial effusion was identified via intravascular ultrasound, prompting pericardiocentesis. During epicardial puncture, the patient experienced hemodynamic collapse (rapid blood pressure dropped). Subsequent removal of the sheath revealed femoral artery bleeding, necessitating transfer for vascular surgery. The causal relationship between the device and the adverse events remains undetermined, and the final extent of the adverse event was not established at the time of reporting. No resistance felt while maneuvering the catheter or guidewire. After the procedure was completed was noted the effusion. The patient was admitted to the hospital. No malfunction noted on versacross device. The tsp devices and/or the transseptal access contributed to the event did not contribute to the event. After the transseptal puncture, heparin was given, administered as appropriate based on act measurement. The devices are not expected to be returned since were disposed.